Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe tip appeared to be stretched. The issue occurred during setup. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the sheath is stretched due to aging or handling, and it leads to adding x-ray examination, and extending the procedure time. It was observed that stress was applied to the tip sheath during driving and it could not drive normally, and it was buffered with the internal blade, and due to that, sheath on the insertion section got twisted. The event can be detected/prevented by following the instructions for use which state: "chapter 3 how to use. 3.5 how to use this product. Observing the ultrasound image: [precaution] when the ultrasonic probe is activated (freeze is released), do not push or pull it with excessive force, or pull it into the bending part of the endoscope. In particular, when the endoscope is strongly bent or the forceps are raised, push and pull the ultrasound probe slowly. Pushing or pulling the ultrasonic probe with excessive force or sudden movements may cause image distortion or damage to the ultrasonic probe. When drive the ultrasonic probe, be sure to return the endoscope to its original bending and forceps to their original position as much as possible. Driving the probe in harsh. Probe position may result in image distortion or damage to the ultrasonic probe." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.